Event description:
It was reported that the customer's blood glucose level was 109 mg/dl and her sensor glucose level was below 40 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. The customer's insulin pump went into threshold suspend as a result. The customer had received calibration errors from her sensor. Standard troubleshooting was performed. The customer was advised to monitor the issue. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.